Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: electrically damaged diode d25 on the printed circuit board (pcb). The d25 diode is a part of the protection circuitry of the battery. The exact cause of the d25 component failure was unable to be determined. The reported event of a new 14v li-ion battery with a red light alarm was confirmed during the evaluation of the returned battery, serial number (B)(4). The battery gauge button was pressed and none of the battery gauge led's illuminated. The bus voltage was measured with a digital multimeter as 0.0 v and the rsoc voltage was measured as 0.0 v. Initial evaluation performed on the returned battery revealed that the device was in sleep mode. The returned battery was inserted into a test heartmate ubc and was unable to be charged, confirming the reported event. In an attempt to wake up the battery from sleep mode, it was connected to an external dc power supply set to ~16.5v and no current flow was observed. The battery was unable to be woken up from sleep mode and in a deeply discharged state. Review of the device history records showed that the 14v li-ion battery was shipped to customer on 18jul2018. Based on this information, it appears that the battery has not been charged for more than 23 months. Analysis of the returned 14v li-ion battery (B)(4) indicated that the root cause of the reported event could be related to a lack of charging the battery for an extended period of time. The device history records were reviewed for the 14v li-ion battery (serial #: (B)(4)) and the 14v li-ion was found to pass all manufacturing and qa specifications prior to being shipped to the customer on 18jul2018. Heartmate 14 volt li-ion battery instructions for use (IFU) (rev e) informs patient that the heartmate 14 volt lithium ion (li-ion) batteries must be charged at least once by the end of the month marked on the label placed on battery packaging (box and protective bag). Battery storage, initial use and maintenance are addressed in the heartmate li-ion battery instructions for use (IFU) (rev e - sec 2.0 and sec 8.0). Chapter 3 of the patient handbook, powering the system, outlines the use of the 14v li-ion batteries including usage times and battery life span. Detecting pocket faults are addressed in the heartmate universal battery charger (ubc) instructions for use (IFU) (rev b, section 5.2 charger-related advisory messages). If the ubc detects a pocket fault, the red light for the affected pocket(s) (with or without battery(s) inside) will come on. Call your vad coordinator or hospital contact person for help. Heartmate iii instructions for use (rev. C) section 3 entitled powering the system and heartmate iii patient handbook (rev. A) section 3 entitled powering the system addresses how to properly charge the 14v li-ion batteries in the ubc. Heartmate iii instructions for use (rev. C) section 7 entitled alarms and troubleshooting and heartmate iii patient handbook (rev. A) section 5 entitled alarms and troubleshooting addresses how to properly interpret and troubleshoot all system alarms, including battery charger alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was unable to charge the battery. Investigation of the returned battery revealed damage to the main printed circuit board (pcb).